Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Further evaluation of the removed therapy pcb assembly determined the cause of the malfunction to be due to failure of a diode, designator cr44. The failure resulted in excessive damage to several components on the pcb and disabled therapy delivery.

Event description:
It was reported that the device illuminated the service indication and logged several event codes in the memory. There was no pt use associated with the event. Physio-control evaluated the device and verified the reported problem. Further analysis of the removed therapy pcb assembly during repair observed a critical failure. The device was not able to provide defibrillation therapy.